Manufacturer narrative:
The failure mode could not be determined, but the broken needle point (s) condition can be caused by consistently passing the needle (s) through challenging tissue (thick or calcified) or hitting bone. The buckled needle strip condition is typically caused by the device skiving under thick tissue or distorting distally under the jaw. The distal end of the nitinol point demonstrated minimal scrape marks, indicating the device was not fired excessively. The mating (instruments) were not returned or identified. Confirmed the needle strips thickness and width dimensions to be within specification.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a rotator cuff repair three arthrex devices of ar-13991n (batch 10263405) were used. The tip of two needles broke off when passing trough the cuff. The third needle was used to complete the surgery successfully. According to the customer it was not possible to remove the broken fragments. They will remain inside the patient. There was no change of the surgical technique neither was a second surgery necessary.